Event description:
It was reported that, during a tha, when a surgeon was drilling with the reported detachable flex shaft, it was broken.

Manufacturer narrative:
Device history review: review of the device history records indicate devices were manufactured and accepted into final stock. Complaint history review: there have been no other events reported for the reported manufacturing lot. Visual inspection: the device was confirmed to be damaged and as it was in a twisted position with the shaft fractured. Material analysis concluded that: "the wires of the device broke in fatigue. The material was consistent with the 17-7 ph stainless steel alloy per astm a313. No material or manufacturing defects were observed on the surfaces examined." Functional inspection: not performed as the device is broken and deemed nonfunctional. Dimensional inspection: not performed as the device is broken. The investigation concluded that the fracture of the returned device was due to fatigue. It was also concluded that there is no indication the event is related to a manufacturing issue. No further investigation for this event is possible at this time. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported that, during a tha, when a surgeon was drilling with the reported detachable flex shaft, it was broken.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.